Event description:
Device notes state that fragment of a whisper guidewire was broken and left in the lead since implant. Note, the lead was cut in preparation for extraction. Once the lead was cut, the whisper wire fragment that was originally broken and left within the lead was vi sable. The physician grabbed the whisper wire to remove from the lead lumen. Some of the wire came out as well as broken lv lead conductor. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).